Manufacturer narrative:
Customer return pump due to alleged failed battery test and cosmetic damage located at the battery compartment it was found on (B)(6) 2023. Unit passed the displacement test, active current test, sleep current test, and self-test. No failed battery alarm noted during testing. No alarms/alert/anomalies noted during testing. Pump was downloaded using thus for history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery test occurred on (B)(6) 2023 09:26 am on event date and was found in history files. This was expected. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic stack & force sensor. The following were noted during visual inspection: scratched case, battery tube threads cracked, cracked case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked case (battery tube), broken battery tube threads. P-cap was attached and locked into place properly. Fail battery test is not confirmed. Cosmetic damage is confirmed at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Updated summary: insulin pump was returned for analysis.

Event description:
Information received by medtronic indicated that the customer received a battery failed alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and found that the compartment and/or spring were damaged or corroded. The customer will discontinue the use of the pump and revert to the backup plan per health care professionals instructions. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.